Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-14-insufficient blood sample applied to strip (user) (B)(4). Customer reported symptom of slurred speech. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure the customer's condition since the initial call and that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-2 error: sample not detected or using wrong test strip. Friend is calling on behalf of the customer. Customer was unavailable to troubleshoot at the time of the call. Friend states customer feels physically ill and is in the hospital due to slurred speech and blurred vision. Customer had not been feeling well and had gone to the ER on (B)(6) 2019. Customer was diagnosed with hyperglycemia. Friend does not know any further details regarding treatment customer received or customer's blood glucose test results when at the hospital. Friend stated customer used a large blood sample and applied it to the sample end (tip) of the test strip and not the top. Customer is using correct test strips. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 02/29/2020 and open vial date is (B)(6) 2019.